Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached eri prematurely and the device had now reached end of service. The patient was asymptomatic. The device was explanted and replaced. The patient was stable after the procedure.